Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window. The drive support disk was inspected and no anomaly was noted.

Event description:
It was reported that the insulin pump had a protruding drive support cap and that the customer experienced high blood glucose levels. The high blood glucose reading was 302 mg/dl. The customer noted that she has fibromyalgia and leukemia. She stated that she had been experiencing high and low blood glucose levels for about 1 year. She stated that the drive support cap was damaged during the troubleshooting procedure for high blood glucose. The blood glucose reading was 261 mg/dl during troubleshooting. She declined to continue with troubleshooting for high blood glucose, since she was advised that the insulin pump would be replaced due to the drive support cap damage. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.